Event description:
It was reported by the customer that a pyxis medstation es system had broken tower door, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers jammed up container inside of door not pushed into place properly. A field service engineer recovered and inventoried the tower door to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.